Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) /2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter displayed a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2013. The patient manages her diabetes with 10mg of glipizide (four times a day), novolog (sliding scale) and lantus (35 units, twice a day); however, it is not known what action the patient took in response to the reported power issue. According to the csr¿s documentation, an hour after the alleged issue occurred the patient¿s ¿sugar was low due to guessing at insulin to take¿; however, the patient denied receiving any form of medical intervention after the reported power issue began. It would have been helpful to know what specific symptom(s) the patient may have developed after the alleged issue occurred. At the time of troubleshooting, the csr noted that the subject meter¿s battery was not replaced per owner¿s booklet recommendation, there was no misuse of the lfs product, the patient was not using the meter for the first time, and the patient did not have the replacement battery available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.